Manufacturer narrative:
A request for the return of the device has been made. If it is returned and evaluated, a follow-up report will be submitted. Trending conducted for this lot number revealed this to be an isolated incident. Baxter will continue to monitor similar reports for possible trends.

Event description:
Customer reports that the male luer adapter at the distal end of the tubing becomes disconnected that was found during pt use. No pt injury or med intervention. No additional info.